Manufacturer narrative:
The device was returned for investigation on 10-apr-2025. It was reported that during right ventricular outflow tract (rvot) ablation, the patient experienced a cardiac shadow requiring pericardial drainage. It was reported that during a rvot procedure, there was steam micro pop during ablation with the thermocool smarttouch sf and a cardiac shadow was confirmed. Pericardial drainage was performed, and after the procedure was completed. The patient left the operating room (or) stable. The patient did not require extended hospitalization. The physician's opinion on the relationship between the event and the product was that there was a possibility that the (cf) contact force was slightly/relatively high. There were no abnormalities observed prior and during use of the products with the (bw) biosense webster equipment. Filter used with the visitag was fot, and color option used was tag index. The procedural activated clotting time (act) is 350 over. Transseptal puncture was not performed. Additional information indicated that the adverse event was tamponade. The generator did not malfunction. Catheter exchange occurred once for each. There were no issues with flow rate changed at the start of the ablation or error messages observed with biosense webster equipment/system during the procedure. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number 31413021l, and no internal actions related to the reported complaint were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The steam pop could not be duplicated during the analysis. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during right ventricular outflow tract (rvot) ablation, the patient experienced a cardiac shadow requiring pericardial drainage. It was reported that during a rvot procedure, there was steam micro pop during ablation with the thermocool smarttouch sf and a cardiac shadow was confirmed. Pericardial drainage was performed, and after the procedure was completed. The patient left the operating room (or) stable. The patient did not require extended hospitalization. The physician's opinion on the relationship between the event and the product was that there was a possibility that the (cf) contact force was slightly/relatively high. There were no abnormalities observed prior and during use of the products with the (bw) biosense webster equipment. Filter used with the visitag was fot, and color option used was tag index. The procedural activated clotting time (act) is 350 over. Transseptal puncture was not performed. Additional information indicated that the adverse event was tamponade. The generator did not malfunction. Catheter exchange occurred once for each. There were no issues with flow rate changed at the start of the ablation or error messages observed with biosense webster equipment/system during the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).